Event description:
It was reported that noise and oversensing occurred with the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sesr01, implantable pulse generator, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was capped and replaced by a leadless pacemaker. No patient complications have been reported as a result of this event.